Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1922psm serial/batch number (B)(6) was received for investigation. No functional testing was performed as the device shaft was bent. A visual evaluation revealed that the screw geometry was damaged due to a bent. More in depth evaluation noted that the inserter shaft was bent at the distal end at the tip. The most likely cause(s) of the reported failure can be user error, such as improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a cuff stitching surgery the screw at the anchor was bent. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.